Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm.

Event description:
A report was received that after having a back massage the patient was not feeling stimulation in her targeted pain areas. An x-ray was taken, and it was assessed that the leads had migrated. An attempt was made to reprogram the patients device, but stimulation still did not cover her targeted pain areas. Patient underwent a revision procedure, and the implanted leads were replaced. Post operatively, the patients target pain areas were still not being covered and she reported some pain on the left side of her trunk. No further information has been reported.

Manufacturer narrative:
The complaint of lead migration could not be confirmed with testing of the returned devices. Investigation found no anomalies on the lead that would have contributed to lead migration. However, visual inspection of sc-2352-50 serial number (B)(6) revealed that the proximal end is bent-fractured between contacts number 6 and 7 and cables are exposed. Contacts number 6 and 7 are also scratched and deformed. This type of damage is typically caused by a surgical tool. X-ray inspection revealed that three of the cables are completely broken at the bent/kinked location of the lead proximal array. It appears that excessive tensile force was exerted onto the lead proximal array during the explant procedure. Electrical tests could not be performed due to lead damaged. Damage to the proximal end occurred during the explant procedure and it did not contribute to the reported complaint. Additionally, visual inspection of sc-2352-50 serial number (B)(6) revealed that the proximal end is bent-fractured between contacts number 8 and the retention sleeve and cables are exposed. Contact number 1 was completely severed from the proximal array and it was not returned for analysis. X-ray inspection revealed that one of the cables was completely broken at the bent/kinked location of the lead proximal array. It appears that excessive tensile force was exerted onto the lead proximal array during the explant procedure. Electrical tests could not be performed due to lead damaged. Damage to the proximal end occurred during the explant procedure and it did not contribute to the reported complaint.

Event description:
A report was received that after having a back massage the patient was not feeling stimulation in her targeted pain areas. An x-ray was taken, and it was assessed that the leads had migrated. An attempt was made to reprogram the patients device, but stimulation still did not cover her targeted pain areas. Patient underwent a revision procedure, and the implanted leads were replaced. Post operatively, the patients target pain areas were still not being covered and she reported some pain on the left side of her trunk. No further information has been reported.